Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the atrial lead exhibited over-sensing noise leading to inappropriate automatic mode switch(ams). Noise was reproducible with movement. The atrial lead was capped and replaced on (B)(6) 2021. The patient was in stable condition before, during and after the procedure.